Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 and (B)(6) 2022, an (B)(6) female child patient faced a crimped cannula symptoms/issue occurred after three hours of insertion due to which she experienced high blood glucose level (400-500 mg/dl for both the events). Therefore, they tried to treat it with correction bolus via pump. The patient also had traces of ketone level. Moreover, the infusion had been used for 48 hours or less. Again, on (B)(6) 2022, the patient faced a kinked cannula due to which she experienced high blood glucose level which they tried to treat with bolus via the pump, but on the same day, the patient went to the emergency room and was subsequently, admitted to the hospital due to high blood glucose level after staying for 8-12 hours in the emergency room. Her highest blood glucose level was ranging between 500-600 mg/dl and had moderate ketone level. Moreover, the infusion had been used for 48 hours. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, she was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.